Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced high blood glucose level. Customer's blood glucose level was 500 mg/dl. Customer stated that they were not getting insulin because two infusion set cause bleeding and insulin was not getting through. Customer stated that they were treated with manual injections. Customer declined the troubleshooting for high blood glucose level. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.